Event description:
A 74 yr old man admitted with rib fracture/pneumothorax, status post thoracotomy. Tube feedings being given. Tube feeding pump was alarming, pump shut off. Noticed 300 cc infused even though door was closed and pump was off. Pump and tubing impounded. Cassette and tubing defective.